Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm while trying to bolus. The customer's blood glucose was unknown at the time of 275 mg/dl. The customer stated that when she changed her infusion set system she received the no delivery alarm while she was completing her fixed prime. The customer performed troubleshoot. Customer states assisted in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor . Unable to confirm excessive no delivery alarm due to compromised forced sensor system alarm.